Event description:
It was reported that during a breast biopsy procedure, the device could not be primed and a break occurred. Another device was used in order to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub was discovered to be broken on the device. The investigation is confirmed for failure to prime, as the device could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once and the cannula was able to retracted; however, it did not lock into place. The rotational knob was turned once more and the stylet retracted into the cannula and could not be seen. The device could not be primed properly and further functional testing could not be performed. The sample was disassembled and the internal components examined. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.